Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a pads cable failure during operational testing. It was noted that the customer attempted to troubleshoot the issue by replacing the therapy cable and test load but the issue remained. The customer requested that the device be returned for bench repair. There was no reported patient involvement/adverse patient impact.